Event description:
Plate was implanted on 1/18/97 for a comminuted displaced tibia/fibula fracture. Patient developed a non-union and the plate broke. The plate was noted as fractured on 5/20/97 and removed on 5/28/97. Injury was revised to a tibial nail.